Event description:
Customer reported receiving imprecise readings on her precision xtra blood glucose meter. She reported receiving readings of 170 mg/dl, 140 mg/dl and 110 mg/dl within a ten minute timeframe. These readings when plotted fell within the "a/b" zones of the parkes error grid and are not considered clinically significant. However, the customer reports that due to "not being able to tell where her blood sugar level is "she experienced" the shakes and not feeling well". She reports being seen at a local health care facility and diagnosed with hypoglycemia. She states she was treated with "coffee, oatmeal and oral medications". No other medical intervention is documented. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.